Event description:
It was reported that during a laparoscopic cholecystectomy procedure, according to the surgeon when firing the device and a clip got stuck in the jaws. Then the surgeon tried to pull out the device without closing the jaws and the jaws of the applier became broken. The applier became stuck in the trocar. No pieces of the device fell into the patient. The surgeon wedged out the device through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(4)

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged. The analysis results found that the device was received with the jaw and cam ramps disengaged. This condition would not allow the jaws to collapse in order to be removed from the trocar. The device was cycled and ejected the remaining clips due the found condition and then, the device locked out as intended. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.